Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent elective endovascular treatment of a symptomatic acute dissection in zone 4, which extended to zone 5. The tevar indication was uncomplicated. The primary entry tear was located in zone 4 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu343415) was implanted within zone 3, with coverage extending distally to zone 4. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 45 mm, in zone 4. No complications were reported and the patient was transferred to the intensive care unit and discharged to home on postoperative day (pod) 2. The maximum aortic diameter within the treated area at discharge was not provided. The patient underwent follow up visits on unknown pod(s): 61 and 363. On an unknown date, approximately pod 61, it was reported that the patient underwent reintervention and an conformable gore® tag® thoracic endoprosthesis (tgu404020) was placed within zone 5, to treat enlargement of the dissection just proximal to the celiac artery. Follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 34 mm. On an unknown date, approximately pod 363, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 45 mm.